Manufacturer narrative:
Date of birth - patient dob: (B)(6) 1982. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional later reported ¿pains in breasts¿, ¿painfulness in palpation¿, ¿capsular contracture grade 3¿, ¿ruptures of both implants with leakage of silicone gel were visualized¿, ¿presence of multiple adhesions and fibrotic tissue¿, ¿implant capsular with chronic inflammation without data for malignancy¿.